Event description:
On (B)(6) 2012, patient reported she experienced hyperglycemia and was hospitalized with diabetic ketoacidosis on (B)(6) 2012. She believes the infusion device did not correctly provide an e4 occlusion error. She drove herself to the hospital, and her blood glucose was 387 mg/dl when she arrived. Her target blood glucose is 80-180 mg/dl. She was admitted to the hospital, treated with IV fluids and an insulin drip, and discharged on (B)(6) 2012. She reported her blood glucose is elevated again, and she does not trust the infusion device. The infusion tube is changed daily due to e4 occlusion errors, and the infusion device displays e6 mechanical errors when the cartridge volume is at 140 units. The correct type of battery is used in the infusion device. The adapter and battery cover are used out of specification, and she was advised on manufacturer recommendations. Patient switched to her backup infusion device. The infusion device, cartridge, infusion set, and adapter were requested for evaluation.